Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016; 4092-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds. An attempt was made to add another atrial lead but the venous system was occluded centrally. The ra lead pacing polarity was reprogrammed from bipolar to unipolar and the original lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.